Event description:
Patient was a male with extensive cardiac history as follows: 5 vessel cardiac bypass surgery ihd, left ventricle ef <30%, implantation of bi-ventricular ICD, and history of af and vt. He also had previous af ablation. Recently had significant multiple episodes of slow vt in 110 bpm range and receiving multiple shocks from ICD. On the day of case, the ensite array catheter was placed in the left ventricle by transseptal puncture into the left atrium across the mv and into the left ventricle. Geometry was created and several dsm maps were created with ischemic areas identified. After the first two lesions were applied, the patient converted to a paced rhythm. Dr. Continued with 4 more lesions for security burns. The float nurse noted, the patient's color wasn't good. Patient went into vt. Staff was unable to get a blood pressure on the patient. The patient cycled between brief periods of paced rhythm to vt to vf. The staff attempted multiple times to defibrillate and give code medications to get patient to a stable rhythm without success. The code was terminated in approximately 20 mins. And at that time the patient expired. Dr. Kappler stated that the cause of death was pea (pulseless electrical activity.

Manufacturer narrative:
The ec1000 catheter was not returned to the manufacturer. There were multiple manufacturers devices used during this ep study. We are unable to determine if any of the devices caused or contributed to the patient death.